Event description:
It was reported to philips that the system gave an alert indicating the system was overloaded, which can impact geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected, the vascular procedure had been completed using the same system, as it was still functioning. The philips remote service engineer (rse) confirmed that the alert had been triggered because a remote alert was found in the log file indicating system overload, which affected geometry movements. Upon further investigation, the philips field service engineer (fse) visited the site and verified that the customer had not been aware of any issues and that no problems were found, as the system was functioning normally. The system was subsequently returned to service in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation outcome.